Event description:
The (B)(6) male patient urgently received a precise stent in the right proximal internal carotid artery due to a acute stroke. The email received for (B)(6) study indicated that patient died six months after the procedure. Patient received a 10 x 40 precise stent in the right carotid on (B)(6) 2009 and enrolled in (B)(6) study. Patient was admitted on (B)(6) 2010 with an acute stroke and had an emergent procedure where a another 10 x 40 precise stent was placed in the left carotid due to stenosis. At the time of the angio for this stroke the patient was also found to have 90% restenosis of the precise stent in the right carotid which was treated with angioplasty. The site indicated that the stroke was not related to this as all symptoms were related to the issues in the left carotid. A week and a half later, the patient died as a result of the large stroke he suffered related to the left carotid issues.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2010-00788. During the index procedure the patient received a precise stent in the right proximal internal carotid artery due to an acute stroke on (B)(6) 2009. Patient's post procedure medications included aspirin and clopidogrel. The patient was re-admitted on (B)(6) 2010 with an acute left sided stroke and had an emergent procedure where a precise stent was placed in the left carotid artery due to stenosis/thrombosis. At this time the patient was also found to have 90% restenosis of the previously placed precise stent in the right carotid artery which was treated with angioplasty. The site stated that a week and a half later, the patient expired as a result of the left sided stroke and that the stroke occurring (B)(6) 2010 was not related to the restenosis of the previously placed stent in the right carotid artery and that all symptoms were related to the issues in the left carotid artery stenosis. (B)(4). The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14088816 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa) ischemic stroke is defined as an infraction of central nervous system tissue. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2010-00788. The product remains implanted in the patient and is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.